Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Following an enb procedure, the patient experienced a pneumothorax requiring chest tube placement. The air leak persisted for 3 days requiring further intervention of a vats procedure to resolve the air leak and remove the suspicious lesion. There was no device malfunction reported.